Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel reported patient underwent a left total arthroplasty on (B)(6) 2010. Subsequently, the left hip was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2013 due to pain. Operative report noted the presence of metallosis, debris and scar tissue. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's acetabular system and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions.¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04168/-04169).

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.

Event description:
Legal counsel reported patient underwent a left total arthroplasty on (B)(6) 2010. Subsequently, the left hip was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.